Event description:
It was reported that during a davinci laparoscopic hysterectomy procedure, the device would not hold and clips securely in the jaw and crimp completely. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the lead dislodged and during the revision the helix was blocked and could not be rotated any further. As a result the lead could not be refixated and the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any clip formation issues. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended over suture. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.